Manufacturer narrative:
Date of event: event date was not reported, therefore the date was populated with the date boston scientific was notified of the event.

Event description:
It was reported that stent damage occurred. A 4.00 x 20 mm synergy stent delivery system was used for treatment. However, it was noted that the stent was damaged after crossing attempt. No patient complications were reported.